Event description:
It was reported to boston scientific corporation that a pinnacle device was used during an anterior pinnacle mesh procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, procedure date, as no event date was reported. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). (B)(4).